Event description:
The customer went to the emergency room (ER) due to a low blood glucose (bg) level (39-40 mg/dl). At the ER, hospital staff provided test strips to check the customer's bg level. The customer consumed carbohydrates and glucose tablets to treat the bg. The customer was released 2 hours later with no permanent damage. The cause for the low bg was unknown.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.